Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 38 x 3.00 promus elite drug-eluting stent (des) was advanced for treatment. However, during the procedure, the shaft of the stent broke near the hub, proximal to the doctor, and outside the patient's body. The procedure was completed with a non-boston scientific device, and no patient complications were reported. The patient was fine.